Manufacturer narrative:
One medfusion pump was received with the top case chipped on the lleft corner and a cracked right plunger case. The event history log was reviewed and there was a depleted battery message. The power up process was conducted, the battery diagnostics was checked and the battery was charged for an hour. The reported issue was unable to be duplicated. The battery capacity was at 0%. After charging 1 hour the capacity was at 21%. There was a mild electronic smell, but no visible burns or damage to any of the boards. The customer did not recharge the battery pack after depleting it. The battery and power supply printed circuit board (pcb) were replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump would not charge the battery and there was a burned electronics smell. There was no reported adverse event.